Manufacturer narrative:
Results: side rails are cracked. The quality engineer has requested that these siderails be returned to stryker medical so that they can be evaluated in house and a conclusion can be drawn. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the plastic on the siderails cracks.